Manufacturer narrative:
One device was received for evaluation for the complaint of failed pm can confirm through visual and pvt test. Upon further investigation found error code 46440 bad dso senor. The visual and functional testing was performed. There was no 12-month service history during the review. Review of event log found error 46440. Replaced the downstream occlusion (dso) sensor. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that the device had failed pm. The status of the product at time of event was during self test.